Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced a stroke. Nevro attempted to obtain a physician assessment regarding the stroke but was unsuccessful. There were no reports of device-related issues from the patient prior to this incident. The patient is currently using the device and there have been no reports of further complications regarding this event.